Event description:
Md was attempting a stat intubation in ER. The ambu bag with mask was attached to wall o2 at 15l/ 100%. As the md attempted to use the bag with mask on the patient prior to intubation, the internal o2 tubing disconnected from the bag. Unfortunately, due to the design of the bag the o2 tubing was not able to be reconnected to the bag.